Event description:
On (B)(6) 2011, I had essure coils placed for sterilization purposes. (B)(6) later, I developed a new onset migraine headache. Never experienced a migraine before. In the weeks following, I developed numbness/tingling in my extremities, cognitive fog, blurred vision, balance issues, and deep bone pain. Initial MRI of my brain showed white matter changes consistent with demyelinating disease. After seeing two different neurologists I was told with "99% certainty" that I have multiple sclerosis. A (B)(6) month f/u, MRI showed slight improvement so my diagnosis was changed to complicated migraine. I developed right sided abdominal pain and met with my ob. I scheduled a hysterectomy for pain issues and for essure removal. I underwent the hysterectomy on (B)(6) 2012. As of today, (B)(6) 2012, I no longer suffer from the above mention neurological issues or from the abdominal pain. I believe that I had a adverse reaction to the essure coils.